Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 600 mcg/ml baclofen (unknown) at 100.78 mcg/day. The reason for use was intractable spasticity and other spasticity. It was reported that the patient was scheduled for a cap (catheter access port) dye study today ((B)(6) 2019) for leg weakness for an unknown amount of time. The patient had the pump replaced back in (B)(6) of 2018. The doctor attempted to aspirate fluid form the cap of the pump and was unable. The patient is scheduled for a catheter revision ¿monday next week.¿ there were no volume discrepancies at the refill. The caller has no further history. It was unknown if the change in therapy/symptoms was sudden or gradual. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8709, lot# j10903r27, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-12. It was reported that the catheter was twisted and replaced with a new catheter. The affected device was explanted and sent to hospital pathology. The catheter lot number was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8709, lot# j10903r27, implanted: (B)(6) 2001, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.